Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was cardiac arrest and congestive heart failure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient passed away. Per the opinion of the physician, the root cause of the event was cardiac arrest and congestive heart failure and the patient's death was not cause or contributed to/ by barostim.